Event description:
A malfunction was reported on the customer's pump, specifically identified with malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, successfully assisted the customer with the reset, and confirmed the issue did not recur thereafter. The customer was advised to continue using the pump and to contact support if any issues reoccur.